Event description:
It was reported that a screw backed out postoperatively due to failure of a 4-level cervical plate locking mechanism. The patient underwent revision surgery with no further post operative complications reported. Note: limited details received, failed implant has been returned and will be evaluated to determine nature / cause of failure.